Manufacturer narrative:
UDI number: (B)(4). Investigation is ongoing.

Event description:
As reported, approximately 6 months post transcatheter aortic valve replacement (tavr) procedure with a 23mm sapien 3 valve in the aortic position, the patient presented with worsening paravalvular leak (pvl).  The patient is planned for an intervention to treat the pvl.

Manufacturer narrative:
Additional information clarified that no treatment to the valve was performed but the patient received a permanent pacemaker which made her feel better. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product deficiency contributed to this adverse event.  The cause of the pvl worsening cannot be determined, however, may be due to patient factors and/or mechanisms (cardiac remodeling) described above. Other potential contributing factors are unknown as limited clinical information was provided. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.